Event description:
It was reported that a patient underwent a one level plif with cage implantation. While inserting the cage, it broke. No patient complications were reported. No further details are known at this time.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Additional information: analysis of the returned device shows that the location, angulation and direction of the flange fractures suggest bend stress overload as the mechanism of failure. This is likely due to angulated insertion into intervertebral disc space during impaction.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.